Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint for introducer damaged was confirmed per evaluation of the provided device-related imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''during a tavr procedure the 14f esheath plus sheath dilator split at the end after removal from the body. The issue on the tip of the dilator was not present during sheath prep but noted on removal from the body.'' Additionally received information states, ''CT images of the patients peripheral vasculature show notable tortuosity and arterial calcium at the distal abdominal aorta and into the common iliac.'' Per imagery review, damage was noted the introducer tip. Evaluation of the provided patient imagery revealed presence of tortuosity and calcification in the patient's right access vessel; calcification was also observed in the patient's abdominal aorta. Sharp or bulky calcified nodules within the patient access vessel can act as a physical obstacle that can damage the introducer's distal tip. Tortuosity can also exacerbate device interaction with calcified nodules and lead to introducer tip damage. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the reported event. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure the 14f esheath plus sheath dilator split at the end after removal from the body. Per additional information provided by the fcs, CT images of the patients peripheral vasculature show notable tortuosity and arterial calcium at the distal abdominal aorta and into the common iliac. The 14 fr esheath was introduced through the right leg. The vessel was not dilated prior to insertion. The issue on the tip of the dilator was not present during sheath prep but noted on removal from the body. They used a safari wire for the device delivery. There was no noted patient injury.